Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Visual analysis of the returned device identified: creases, wear abrasion, the device was broken shell and missing. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.